Event description:
It was reported the patient was unable to establish a connection between the ipg and external devices. A company representative met with the patient and stated the clinician programmer (cp) displayed the "replace generator. Generator has reached its end of service." Message. It was noted the ipg is too depleted to provide therapy to the patient. As such, surgical intervention may be pending to address the issue.

Event description:
Additional information revealed the patient stated therapy stated to decline over time exact date unknown.